Event description:
N/a.

Manufacturer narrative:
The microsensor (ID (B)(6)) was returned for evaluation. Failure analysis - no visible damage to the millar sensor, catheter material, or connector. Icp express passed with reading 488. Device passed electronic, noise, linearity/hysteresis, and signal drift tests. The issue of the complaint was not confirmed. The root cause of the issue reported by customer could not be determined as the device worked correctly. However, the possible root cause of the defect reported by the customer could be due to excessive pressure applied to product.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a microsensor did not react while it was connected to icp express monitor. The procedure was completed with a replacement product; no patient consequences.